Manufacturer narrative:
H3, h6: the cori console p/n rob10024 sn (B)(6) used for treatment was returned for evaluation. Nothing was identified visually or functionally that contributed to the reported problem. The software files were downloaded from the device and provided for investigation. Screenshot review confirmed the swap of a 6 mm bur to a 5 mm bur. Screenshot review also confirmed the calibration verification error in the drill setup screen. The naviosystem.log file confirmed the reported internal error after this error message, confirming the intraop (application software) crash. Further analysis of the software related to the internal error occurring after the calibration verification error is being conducted by the software engineering team. No further contain me or correction is required at this time. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance.

Event description:
It was reported that, during a tka procedure, upon partially milling the distal femur, a 6mm cylindrical bur was swapped for a 5mm cylindrical bur. Right before advancing to the calibration step, the system crashed (the screen went black for about 7-10 seconds) and when it came back on, there was an error message, and then they were kicked out of the case. When they re-entered the case, they were able to enter the swap at the start, complete its sequence, and then come back to the distal burring with a delay of fewer than 30 minutes. No other complications were reported.